Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and the hp started therapy over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The reported issue was not confirmed. An assignable cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.